Manufacturer narrative:
The report from the affiliate indicated that the male pt underwent the index procedure on (B)(6) 2004 of right iliac artery. The access was acquired with a bright tip sheath, and a sv guidewire was utilized during the procedure. The (pta) percutaneous transluminal angioplasty was performed on a heavily calcified and moderately tortuous target vessel of a right iliac artery, and once the stent was deployed, a powerflex balloon was utilized to post-dilate. The report indicate that the product rupture/leak, but there was no reported pt injury. Add'l info will be submitted within 30 days upon receipt.

Event description:
Rupture balloon.